Event description:
It was reported that a balloon rupture occurred. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured before nominal pressure upon first inflation. The procedure was completed with another of the same device. No patient complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 7mm proximal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device.

Event description:
It was reported that a balloon rupture occurred. A 5.00mm/ 2.0cm/ 90cm peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured before nominal pressure upon first inflation. The procedure was completed with another of the same device. No patient complications reported.